Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully capped and replaced. The patient's condition was stable before and post surgery.